Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse cleaned the cup transfer block which was sticky from cup splashes. Fse then performed alignments for all sorter pick up positions and verified adjustment of the cup pickup vacuum. The customer ran quality controls (qc) with acceptable results and there were no errors. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2204] sorter not picked up cup. Cause: the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. [2163] c.transfer cup not released cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. The most probable cause of error 2204 was due to misalignment of the sorter cup pick up and vacuum. The most probable cause of error 2163 was due to a sticky cup transfer due to splashes from the cups.

Event description:
A customer reported error 2204 (sorter not picked up cup) and error 2163 (c. Transfer cup not released) with the aia-900 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), progesterone (prog ii), follicle-stimulating hormone (fsh), and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.